Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an elevated troponin (accutni) result of 0.16 ng/ml, within the risk stratification range, generated by access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory, but was questioned. The customer did not repeat the test. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in bd sodium heparin plasma sample tubes with a gel barrier, and was centrifuged for 6 minutes at 3000rpm. The patient sample appeared normal to the customer with icteria, lipemia, and hemolysis scale results of 1. Qc is performing within the established ranges. System checks performed on (B)(4) 2011 passed the specifications. The customer did not repeat accutni testing due to elevated ckmb results obtained with the patient sample. The customer believed the sample may be affected by a patient sourced interferent. The patient sample was sent into bec customer product line support (cpls) for additional testing, but the results have not been made available to date. A service visit was declined by the customer as the customer believed the problem was caused by sample issues related to the health of the patient. Although sample issues were addressed, a definitive root cause for this event has not been determined to date.